Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's telemetry monitoring showed loss of capture. The patient was pre syncopal due to the loss of capture. The capture pauses initially occurred during a cap confirm test. Cap confirm was disabled but pauses were still visible. X-ray revealed right ventricular lead dislodgement. The generator was initially reprogrammed as pauses were also observed prior to the procedure. The generator and right ventricular lead were replaced. The patient¿s condition was stable after the procedure and the new devices were functioning correctly.

Manufacturer narrative:
Analysis was normal. No anomalies were found.